Event description:
In 2009, a pt experienced a post ablation deep vein thrombosis (dvt) after a gsv ablation and below the knee ultrasound guided sclerotherapy (u\s guided sclero) procedure. The dvt involved the tibial vein and a partial clot in the common femoral vein (cfv). The pt was prescribed lovenox/coumadin.

Manufacturer narrative:
At the last f/u in 2009, the below the knee dvt was resolved. The pt stated that her leg felt better. The physician believed that the condition was procedure-related. No device malfunction is associated with this event.